Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. Upon visual inspection of the photo, blood was observed to be inside of the caresite. Although blood was observed, the reported defect is not confirmed to be related to the manufacturing process. Based on the photograph, the most probable root cause is the result of the design of the positive displacement valve. This valve is designed to prevent the retraction of the fluid into the valve upon syringe disconnection. However, this feature does not prevent fluid movement caused by pressure changes, which may have occurred with patient movement, sneezing, and/or coughing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: user noticed blood tracking up cvad and into 415122, then observed blood and fluid leaking, which they presumed was coming from 415122. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.